Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on, obtain readings, and display visual status indicators; however the unit emitted no sound. Internal inspection isolated the failure to the unit's speaker. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Event description:
The customer reported: "no sound from device when it boot up or any button pressed". No consequences or impact to patient was reported.